Event description:
That customer reported that the jaws would no longer open while on the patient¿s tissue. Additional questions have been asked to the site, but no further details were provided.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.